Event description:
Co received a death certificate listing ventricular fibrillation as the immediate cause of death due to or as a consequence of ischemic dilated cardiomyopathy. Co is reporting the death because co has neither the device nor any associated data or electrograms which would enable co to conclude that the device did not contribute to the death.